Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-08-20, information was received from a nurse regarding a (B)(6), female patient who was receiving bupivacaine 8mg/ml at 1.29 mg/day and morphine 2 mg/ml at 0.3003 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2015, the patient's pump was replaced due to longevity. On (B)(6) 2015, the patient had their catheter replaced due to it "not being connected to front and back after pump replacement." It was also reported as the "catheter was not connected to front or back of pump after it was replaced." Additional information has been requested regarding symptoms, troubleshooting, the cause of the event and the event outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.